Event description:
The customer obtained a positively biased vitros phbr result from a proficiency sample fluid when processed on the vitros 5600 integrated system. A vitros phbr result of 21.2 ug/ml vs. An expected result of 17.5 ug/ml was obtained. A biased result of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient results were affected, and made no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a positively biased vitros phbr result was predicted from a proficiency sample when processed on a vitros 5600 system. Review of calibration parameters indicated that the calibration curve in use at the time of the event may have been suboptimal. Following recalibration of the same lot of vitros phbr slides, an acceptable result was obtained from the same proficiency sample. No additional information was provided to evaluate analyzer or reagent performance as the customer did not wish to pursue the investigation. The investigation was unable to determine a definitive root cause. However, the investigation concludes that the most likely cause of this event is related to a suboptimal calibration. User error was neither confirmed nor ruled out as it is unknown if the affected calibration curve was verified for accuracy. The investigation found no evidence to suggest a malfunction of the vitros phbr reagent. A root cause was not identified.